Manufacturer narrative:
The unit in question was requested for return. The investigation is still pending.

Event description:
As per a manufacturer incident report we received from the factory in (B)(6) : during insufflation, the patient had a cardiac arrest. The customer reported that the patient has recovered. (MFR's. Internal complaint # (B)(4)).

Manufacturer narrative:
As per the final mir (ref. #(B)(4)) received from the factory in germany: the item in question was requested for return several times. Our french subsidairy informed us that the device won't be available for return since it is in use. This complaint is not reportable, because there is no correlation between the reported injury and the thermoflator. We will observe this case and provide a revised report if new information will become available.

Manufacturer narrative:
As per another revised final mir (ref. (B)(4) received from the factory in germany: the item in question was evaluated by a designated karl storz employee. According to the evaluation results, the control behavior shows no abnormalities even to the regulation becomes more coarse after proximality 10 minutes. The control regulates the pressure to an average of 9.7 mmhg. To exclude a product related malfunction, a long therm measurement test was performed. After 2.5 hours the device was restarted. After the restart, the device showed the error message "flow error". After allowing the device to cool down, the error disappeared. In conclusion, a product related malfunction could not be confirmed. There is no correlation between the reported injury and the thermoflator. We will observe this case and provide a revised report if new information will become available.

Manufacturer narrative:
As per revised final mir (ref. # (B)(4) received from the factory in germany: the serial number (B)(6) and manufacturing date (06th december 2018) of the thermoflator was added. The device had been sent to the after sales department of our french subsidiary in october 2021 for maintenance. At this time karl storz was not made aware of the reported event. Our french subsidiary has confirmed that the customer is not able to provide information regarding the logs of the device nor the device settings that were used in the or. Based on this very limited information a thorough investigation is not possible. We will observe this case and provide a revised report if new information will become available.